Manufacturer narrative:
On (B)(4) 2010: this event concerns a device that was manufactured and used outside the united states. Method: review of the electronic data and files received. (B)(4). Conclusion: the device operated as intended. In addition, it should be noted that the longevities indicated in the manual are calculated by taking into account 12 months storage.

Event description:
During the 3 month post implant follow-up of the device involved in this report, the physician reported a drop in battery longevity (magnet rate at 94 min-1 part to 96 min-1 at device beginning of life).